Event description:
The customer reported that the device kept failing the pads/paddles ECG test in operational check.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue.